Event description:
The hospital reported that four patients' bronchial lavage samples were positive. Although the patients had no signs or symptoms of infections, all were being treated with antifungal agents.